Manufacturer narrative:
Concomitant medical devices: product ID: neu_stylet_acc, product type: accessory. Product ID: 97712, serial# (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is complete.

Event description:
The healthcare professional via the manufacturer representative reported that the healthcare professional was unable to put the stylet back in the lead during the implant procedure. The lead was never implanted, and a new lead was used. The issue was resolved at the initial time of report, and the patient's status was alive with no injury. There were no reported patient symptoms. The patient's indications for use included non-malignant pain.

Manufacturer narrative:
Analysis of the lead [s/n: (B)(4)] found a foreign material blocking stylet insertion 28.6cm from the proximal end of the lead inside of the stylet coil. The dark brown foreign material found inside of the coil was a protein; traces of calcium carbonate were also detected. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.